Event description:
It was reported that there was early battery depletion. The patient stated he works in the vicinity of a MRI machine every day. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial analysis confirmed the low battery voltage and found high current drain, consistent with the reported field experience. Further analysis again confirmed the low battery voltage, but the high current drain condition was not observed. Because the high current drain condition disappeared during analysis, a root cause could not be determined. It was reported that there was early battery depletion. The patient stated he works in the vicinity of a MRI machine every day. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination device was out of specification in a manner that relates to event premature eri (elective replacement indicator).